Event description:
It was reported that the customer's insulin pump alarmed more than once. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device was received with crack on all four corners near the display window, crack reservoir tube lip, crack battery tube threads, missing end cap sticker, and stained on address serial number label.